Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, multiple cubies unloaded in a single drawer. The customer reported that while a technician was filling medications and attempting to resolve a failed storage space, opening the drawer caused several cubies to pop up and unload the medications. The medications were subsequently reloaded. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the multiple cubies unloaded in one drawer. A field service engineer (fse) walked the customer through recovery from the malfunctions and tested the system in the application, confirming proper operation. The system functioned as intended after the field service engineer investigated the device.